Event description:
Reportedly the nurse broke out in a rash in the wrist area after wearing the gown. This was not the first time the gown was used. Nurse required medical treatment (ointment, missed work). Nurse has changed to an alternate gown with no further issues.